Event description:
A third party biomed reported that the device had all three (charge-pak, attention and wrench) icons illuminated. The device internal hlc battery is likely depleted to a critical level and it could not provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): the third party biomed received the device without a charge-pak and it is unknown how long the device was without it. Physio-control provided the biomed technical assistance and recommended the customer replace the defibrillator. Further follow up with the reporter for additional information was unsuccessful. The device was not returned to physio-control for analysis. Therefore, a conclusive cause of the reported issue could not be determined.